Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that catheter fracture inside the dressing was found three days after the catheter was placed. At the time of failure discovery, the dressing was not peeled or torn, and only the inner catheter had been fractured. The catheter was placed from right upper arm for bfluid administration on (B)(6) 2018. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 5fr d/l groshong catheter. Usage residues were observed throughout the sample. The catheter was received in two segments which shared a complete break between the 53cm and 54cm depth markings. The sample exhibited curved shape memory in the vicinity of the break. Microscopic inspection of the break revealed sharply defined granular fracture surfaces. The catheter exhibited an elliptical cross-section at the break site. Tactile inspection of the sample revealed severe tensile weakness and material necking in the vicinity of the break. The break features and tensile weakness were consistent with material failure due to tensile (pulling) stress. The location of the damage suggested that catheter securement/maintenance technique may have contributed to the damage. The product IFU provides guidance pertaining to catheter stabilization and maintenance.

Event description:
It was reported that catheter fracture inside the dressing was found three days after the catheter was placed. At the time of failure discovery, the dressing was not peeled or torn, and only the inner catheter had been fractured. The catheter was placed from right upper arm for bfluid administration on (B)(6) 2018. There was no reported patient injury.